Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history files it was possible to detect four occurred alarms "too many drops". The sample was subjected to a visual and functional examination. During the visual investigation it was possible to see, that all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. A functional test was perfomed. The self test was successfully finished, the inserted infusion line was recognized by the pump and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream pressure sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The measurement was performed with the customers drop sensor. All values according to the specifications of the technical safety check (tsc). By an inside investigation it could be found some residues of liquid on the bottom inner frame and the emc protection shield. The reason for the penetrated liquid was an old damage of the sealing from the upper housing part. The upper housing part and the sealing has signs of burning. The reported complaint could not be confirmed. During all investigation the pump operate within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): "too many drops" customer information: infusion rate 10 ml/h was going. The device has alarmed too many drops and started to flow much faster.